Event description:
It was reported that pt was at emergency clinic when device was unable to deliver therapy for eleven minutes, despite normal detection. External defibrillation was required. The patient was unconscious and the device charge circuit was inactive. The patient regained consciousness and varying pacing rate has been reported. Programmed pacing returns to intrinsic rate when programmer head removed. The device was removed from service.